Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate automatic mode switching was observed on the device during interrogation. Programming changes were made. Device remains implanted.